Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed close door. A review of the event history log revealed close door messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a loose screw in the upper hook switch after opening the case halves. In addition, several loose screws were observed within the mechanism assembly. Mechanism reinstallation will be required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed close door. No additional information is available.